Event description:
Additional information received reported that the patient was diagnosed with cancer and had to be rescheduled.

Event description:
It was reported that the overdischarge was confirmed. It was noted that it was unknown the number of overdischarge this was. It was noted that a physician mode recharge (pmr) was performed and did not successfully reset the device. It was noted that actions were not taken yet but planned. It was noted that the battery would be replaced in a different position. It was noted that the patient had come in and had trouble charging. It was noted that the battery had slipped deep into her buttocks and it was at an angle almost into the crack of her bottom. It was noted that she stated that she had difficulty and charged for a while, but lately had not been able to charge at all. It was noted that the manufacturing representative attempted to charge, and attempted a pmr but both were unsuccessful. It was noted that the patient was scheduled for a pocket and battery revision on (B)(6) 2014. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there was no patient symptoms or complications. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead; product ID 3116, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).